Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the heat exchanger leaking. Additional malfunctions were male elbow leaking, power switch not alarming, and the hose clamp leaking.